Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperatively, the pt presented with lower extremity paraplegia and underwent cerebrospinal fluid drainage. The pt regained movement of the toes.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component. (Pxc141000/lot#04882152) was also implanted.